Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >30 mmol/l with associated symptoms of moderate urinary ketones, dizziness, nausea, vomiting and polydipsia. The patient reportedly received treatment of insulin via injection and intravenous fluids at the hospital emergency room. The reporter alleged a prime issue with the pump to priming the tubing during the load step. Troubleshooting by animas customer support revealed that the patient did not fully prime the tubing on two occasions. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.